Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: the department is cardiac result surgery. The site of use is likely to be near the pericardium. No health problems due to leaks have occurred. After the leak found, the drain was not removed or replaced, and drainage was continued by disconnecting the leaking part of the drain and reconnecting the drain. The patient's condition is not a problem. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number?: unk. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time?: unk. How was the issue resolved?: unk. Please perform and document the follow up attempt for product return. =>the device has been received at sukagawa and will be shipped. As the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and a drain was used. After surgery, around 2 days after implanted, a leak occurred from the catheter part of the outside the body. There were damaged areas in several light blue contrast line that appeared to be ruptured or cracked, and it was most likely leaking from there. Since no such leakage was observed immediately after implanted, it is highly possible that such an event fell into after the surgery. -after the leak found, the drain was not removed or replaced, and drainage was continued by disconnecting the leaking part of the drain and reconnecting the drain. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information : d9. H3 evaluation: complaint sample review : one complaint sample of drain of around 150 mm was received for evaluation, product was inspected visually and found that there were significant linear marks visible around perimeter of the drain. While viewing these marks under magnification, deep cuts were visible. It is suspected that, these marks might have generated due to results of too much tightly binding of suture thread around the drain and lead to the defect generation. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. External factors like mishandling or improper usage at user end could not be ruled out. As per standard practice, 100% functional test and 100% visual inspection was carried out visually before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.